Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was encountered during pd treatment. There was an air detected in cassette warning during drain 4 of 4. Patient cancelled treatment and found fluid on the external part of the cassette and fluid in the pump module area of the cycler. Air bubbles were found in the drain line. The patient was advised by technical services to let the cycler dry out and try it again for the following day's treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient is still using the same cycler with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was encountered during pd treatment. There was an air detected in cassette warning during drain 4 of 4. Patient cancelled treatment and found fluid on the external part of the cassette and fluid in the pump module area of the cycler. Air bubbles were found in the drain line. The patient was advised by technical services to let the cycler dry out and try it again for the following day's treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient is still using the same cycler with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.